Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was urinating. The patient didn't feel stimulation and therapy was not on set at 1.2v. This was due to a sudden change in therapy or symptoms. The patient's therapy was turned on and the stimulation issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.